Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 200 ohms. Technical services (ts) recommended to have defibrillation threshold (dft) testing. It was suspected that there could be coil fracture or connection issue. Ts stated to consider chest x-ray imaging to confirm integrity of the system, connection issue. This rv lead remains in service. No adverse patient effects were reported.